Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The patient has concerns with the device's longevity.